Event description:
It was reported that post percutaneous coronary intervention procedure, an acute thrombosis occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severely calcified and non tortuous left anterior descending. The lesion was ballooned with nc quantum apex as well as rotablated. A promus element plus was selected and was deployed around the calcification. It was noted that the lesion was unable to be fully expanded due to the severity of the calcification. An attempt was made to post dilate the implanted stent at high atms; however, the physician decided to send the patient for surgery since the lesion was severely calcified. The patient was taken off plavix prior to surgery. Two days post stenting procedure the patient suffered a sub acute thrombosis, which was treated in the cath lab. The next day the patient underwent surgery as planned. The procedure was completed with this device. No further patient complications were reported and the patient¿s status is stable

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).